Manufacturer narrative:
No allegations or indications of any system or component failure, all components had remained implanted and in use after the revision in (B)(6) 2024 and until being explanted in (B)(6) 2024. No lab reports confirming presence or type of infection are available to the firm. System components were introduced into the patient in (B)(6) 2023 and infection did not develop until (B)(6) 2024, seeming to indicate that the device itself was not the source. Infection is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat bilateral shoulder pain. On (B)(6) 2024 a surgical procedure was performed to reposition one of the implanted leads due to migration (see MDR 3015425075-2024-00225). After the procedure the patient developed an infection at the incision site. The nalu system was explanted on (B)(6) 2024 due to the infection.